Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the cartridge tubing during the fill tubing sequence. There was no reported impact to the customer's blood glucose level. A supply change was performed resolving the issue.